Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump and the patient's outcome could not conclusively be established through this evaluation. The centrimag blood pump was not returned for evaluation. The centrimag blood pump instructions for use (IFU) lists death as an adverse event that may be associated with the centrimag circulatory support system under ¿adverse events¿. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The outcome date was estimated to be (B)(6) 2014. The patient had biventricular assist device (bivad) centrimag. Additional information was not provided. Right ventricular assist device (rvad) centrimag related to this event is reported under MFR# 2916596-2023-03903.